Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. The reported kink was unable to be confirmed due to it separating at the kink location. The reported resistance in the vessel and anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the electronic complaint history of the reported lot did not indicate a manufacturing issue. Evaluation summary: based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of the 2.0x12 nc trek to the somewhat calcified target lesion in the distal left anterior descending coronary artery (lad), resistance was encountered due to the anatomy and the nc trek shaft kinked. The lesion was successfully post-dilated and the balloon was deflated without issue. During removal, resistance was encountered and the shaft of the nc trek separated at the same point where it had kinked. The point of separation on the shaft was estimated to be in the left main. There was already another nc trek (2.5x12) in the left circumflex coronary artery (lcx). The 2.5x12 nc trek was distal to the 2.0x12 nc trek separation. The 2.5x12 nc trek was retracted, allowing the separated segment of the 2.0x12 nc trek to be removed with the 2.5x12 nc trek. The guidewires remained in place; therefore, vessel access was maintained. It was thought that the shaft separation occurred secondary to the kink, which weakened it. There was no suspicion of device interaction as having led to the shaft separation. There was no adverse patient effect and no clinically significant delay in procedure. There was no additional information provided.